Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5118841.

Event description:
It was reported the patient presented to technical services. The patient stated the insertable cardiac monitor (icm) was falsely identifying atrial fibrillation (af). No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.